Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that continued to fail. The customer stated that the nurses were unable to retrieve the medication, which caused a delay in dispensing it to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that continued to fail. The customer stated that the nurses were unable to retrieve the medication, which caused a delay in dispensing it to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 5 was failed frequently. The field service engineer (fse) had logged into the station and accessed storage space configuration and device settings. Upon opening full height drawer 5, the solenoid clicked repeatedly, failing to release the drawer. After opening the back panel, a loose ball bearing was observed. The fse shut down the station and manually extended the drawer using the red release lever. Slide rails were tested and found difficult to operate. The drawer was reseated, then released from the station. The fse removed and replaced both slide rails and reseated the drawer into position. The system functioned as intended after the field service engineer repaired the device.